Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm was not confirmed. The reported event of a non-audible alarm indicator was not confirmed. The heartmate 3 system controller (serial #: (B)(4) was returned for analysis and a log file was downloaded for review spanning approximately 19 days (B)(6) 2022 per timestamp). There were no notable alarms in the log file and there were no low power hazard alarms in the log file as well. Pump operation was not affected. The system controller was able to pass all stages of preliminary and functional testing with no issues. All visual and audible alarms operated as intended. The unit was able to operate on a mock loop without any atypical alarms activating. The reported events were not reproduced. The root cause of the reported events was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(4) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage alarms. Heartmate iii instructions for use section 8 ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient and their caregiver noticed a low power hazard alarm recorded on the system controller but did not hear any audible alarm. The system controller was switched out with the backup system controller.